Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The patient presented with a thrombosed optease vena cava filter and thrombus in the left iliac vein. The physician noted that the optease filter (implanted at another hospital) was tilted about 45 degrees. The physician indicated the patient had renal failure; however, the renal veins were patent. The patient was anticoagulated and responded to thrombolysis and angiojet. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Filter tilting is a known potential complication of this type of procedure and occurs in approximately 5.5% of all cases. However, without additional information it is unknown if the tilt occurred during deployment or sometime after or what the contributing factors might be. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. Thrombosis in the filter is a well known potential complication and occurs in approximately (B)(6) of all patients'. It is recognized that thrombi usually develop first in the calf veins, "growing" in the direction of flow of the vein. Dvts are distinguished as being above or below the popliteal vein. Very extensive dvts can extend into the iliac veins or the inferior vena cava. Dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of your lower leg (calf), and can spread up to the veins in your thigh. Dvt can also first develop in the deep veins in your thigh and, more rarely, in other deep veins, such as the ones in your arm. Deep vein thrombosis is the result of three principal factors: reduced or stagnant blood flow in deep veins (venous stasis). Injury to the blood vessel wall. An increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Factors that may have influenced the event include patient, pharmacological and lesion. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. This will be made a non-complaint.

Event description:
The patient presented with a thrombosed optease filter and left iliac vein. The physician noted that the optease (implanted at another hospital) was tilted about 45 degrees. The physician indicated the patient had renal failure, however, the renal veins were patent. The patient was angicoagulated and responded to thrombolysis and angiojet.